Manufacturer narrative:
The drive support cap was inspected and no anomalies were noted. The insulin pump had cracked battery tube threads, minor scratches on the display window, cracked case at the display window corner and a cracked end cap.

Event description:
It was reported that customer's insulin pump had a crack in the casing. The customer's blood glucose was 92 mg/dl. The customer stated that the insulin pump casing came out while priming. The customer stated that they did not press the cap while connected to the insulin pump. Advised that a replacement insulin pump would be sent. The customer was unaware of how the damage occurred. Asked customer to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.